Event description:
Device broke or disassembled during use. When the surgeon was placing the bearing insert, the wire broke easily, so the surgeon tried to attach a wire from another new insert however, it broke as well. The wound was closed without the wire.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B)(4). There is 1 event associated with this event type (device broke or disassembled during use and (B)(4).